Event description:
Boston scientific received information that the clinician stated they are unable to obtain a magnet rate from the device when the patient is performing a transtelephonic monitoring (ttm). It is believed that magnet response is programed on in the device. Boston scientific technical services (ts) was consulted and suggested bringing the patient into the clinic for an interrogation to verify if the device's battery is non-functional or if the magnet was not applied correctly. It was noted that the device was programmed aai and the patient is not pacemaker dependent. The field representative was unable to obtain any additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.